Manufacturer narrative:
Device evaluation: a review of the software logs found that tracer was not saved but the 3d model had poor field of view (fov) and displayed as skull. The scan came from a carestream scanner and required adjusting the lower threshold to 25 by the user in order to produce a sufficient 3d model.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Software function as designed.

Manufacturer narrative:
UDI number provided. Device manufacture date provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. No fault found. Device manufacturing date unavailable at time of filing. UDI not available for this system at time of filing.

Event description:
Medtronic received information that during a cranial resection procedure, the surgeon took 30 minutes to try and trace the patient with no success. Site chose to abort the use of the system. Further information was provided later stating, the 3d model looked like a skull and the tip of the nose was cut off. The manufacturer representative spoke with the staff about the ideal look of a 3d model. There was no reported impact on patient outcome.